Event description:
It was reported that during a da vinci s surgical procedure, the 5mm maryland dissector instrument had a broken shaft and no parts fell into the patient. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Result and conclusion - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument shaft is not broken, but has an approximate 1" long section of missing insulation all around the tube. The damaged area is located approximately 2" above the snake wrist. The location and appearance of the damage suggests that it may have been caused by instrument collisions and/or rough handling. No other damage was found. Per the complaint notes, no instrument fragments fell into the patient during the surgical procedure. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.